Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to tandem charging cable and wall adapter, and charging connection was not recognized after remaining plugged in to a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before replacement charging cable and wall adapter arrived, and technical support arranged shipment of replacement charging supplies with a plan to follow up. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.